Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d4 - lot #: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a procedure, the physician and his colleague encountered a long fibrous strand in the healon pro product. This issue was identified after application of the product into the patient's eye. The customer noted that the strand was not a piece from the custom packs or cloths on the table, nor was it found on the cannula, but was present within the healon itself. Through follow-up, we learned that the thread was in contact with the patient's eye and it was removed. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Correction. Upon further review it was noticed that section d4: device catalog number was inadvertently reported incorrect. The correct values are as follows: section d4. Device catalog number: 10310011. Primary unique device identification (UDI) number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.